Event description:
After treatment with juvederm ultra, patient stated she was dizzy. The patient was placed in supine position. The reporting nurse injector reports the patient appeared to be having a seizure. The doctor was called immediately. Necessary supportive measures were instituted, as emergency services came. The patient was stable, however, taken to the local emergency room for observation. Patient was observed by the office secretary coming back at the end of the work day to pick up her car from their parking lot, driving herself home. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Device evaluation summary: the documentary research in the batch file shows that no element could explain this reaction: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle) are registered as conforming to the specs. In conclusion, all the analysis results of the batch are conforming.